Event description:
It was reported that during use in a hip procedure, the healicoil knotless anchor broke upon insertion. The insertion site was cleared from all debris. The broken pieces were retrieved from the patient with suction and graspers. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device in the same bone hole. No void was left in the patient. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required per case details, the broke anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.